Event description:
The customer observed false nonreactive architect anti-hbc ii results for one patient. The patient was reactive for anti-hbc on the autobio method. The following data was provided: all architect results were processed on (B)(6) 2025 sid: (B)(6) (same patient). The initial anti-hbc test was 0.6 s/co nonreactive repeat = 0.59 s/co nonreactive. Other architect results: hbsag results: 100092.49 iu/ml and diluted 1:500 = 96408.3 iu/ml. Anti-hbs 1.56 miu/ml. Hbeag 1639.658 and 1648.529 s/co. Anti-hbe 50.17. Autobio results: anti-hbc result: 1.843 pei u/ml (reference range: 0 - 0.7). Hbeag result: >210 iu/ml (reference range: 0 - 0.1) no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number: 08l44 that has a similar product distributed in the us, list number: 6l22, with 510k number: p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false nonreactive architect anti-hbc ii results for one patient. The patient was reactive for anti-hbc on the autobio method. The following data was provided: all architect results were processed on 01sept2025 sid 825090101140 and 20022(same patient) the initial anti-hbc test was 0.6 s/co nonreactive repeat = 0.59 s/co nonreactive other architect results: hbsag results = 100092.49 iu/ml and diluted 1:500 = 96408.3 iu/ml anti-hbs 1.56 miu/ml hbeag 1639.658 and 1648.529 s/co anti-hbe 50.17 autobio results: anti-hbc result = 1.843 pei u/ml (reference range: 0 - 0.7) hbeag result = >210 iu/ml (reference range: 0 - 0.1) no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect anti-hbc ii reagent lot number 70154be01. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. In-house testing of a retained reagent kit of the architect anti-hbc ii complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and was found to address the customer reported issue. Based on our investigation, no systemic issue or deficiency was identified with the architect anti-hbc ii reagent lot number 70154be01.